Manufacturer narrative:
.

Event description:
Per the clinic, the patient experienced a lack of clinical benefit leading to device non use; subsequently the device was explanted on (B)(6) 2016. There are no plans to re-implant the patient with a new device.

Manufacturer narrative:
This report is filed october 11, 2016.